Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1998: (B)(6). Office note. Pain in mid abdomen area. Was seen in clearwater florida yesterday and they thought it could be ulcer or gallbladder so she came home. Had a white count of 13,000. She¿s had about 1 week of mid epigastric pain. It¿s worse if she eats. Abdomen soft, nondistended, quite bowel sounds. She is tender throughout with marked tenderness and rebound throughout her entire abdomen. Assessment/plan: abdominal pain. Records between (B)(6) 1998 and (B)(6) 2003 were not provided. (B)(6) 2003: (B)(6). Procedure report. Preoperative diagnosis: screening. Postoperative diagnosis: early diverticulosis. Rectal polyps. Procedure: colonoscopy with polypectomy. (B)(6) 2004: (B)(6). Procedure report. Preoperative diagnosis: history of melena, iron deficiency anemia. Postoperative diagnosis: large hiatal hernia. Thickened folds in the hiatal hernia sac which were biopsied. Name of operation: upper endoscopy. Impression: suspect the patient¿s bleeding was from the hiatal hernia. If the bleeding would continue, would consider operative repair of this. However, for now I think we can just treat with iron and proton pump inhibitor. The patient is to call me if she has further melena. Will go ahead and given [sic] parenteral iron to boost up her blood count. I have asked her to see dr. Howe in one month where he may want to recheck a complete blood count. (B)(6) 2004: (B)(6). Pathology report. Accession no: (B)(4). Specimen: thickened folds in hiatal hernia. Pre-operative diagnosis: iron deficiency anemia. Post-operative diagnosis: hiatal hernia. Diagnosis: gastric biopsy: a. No pathologic diagnosis. B. Thickened gastric folds in hiatal hernia, clinically. Gross: the specimen is received in formalin in a container labeled with the patient¿s name. The specimen consists of three portions of tan soft tissue measuring an average of 0.4 to 0.5 cm in greatest dimension. Et in 1a. Microscopic: sections of this specimen are examined at multiple levels on three slides. The specimen is composed of gastric mucosa containing crowded glands with parietal and chief cells. There is no significant inflammation, marked nuclear atypia, ulceration or malignancy. (B)(6) 2004: (B)(6). Office note. Dizzy- began 04/09, dark stools since 04/10. Past couple days, feeling a little bit dizzy. No abdominal discomfort. She does have a history of bleeding from her hiatal hernia. Denies fever, chills, bright red bleed per rectum, vomiting. Abdomen soft, nontender, nondistended, positive bowel sounds. Assessment/plan: anemia, melena. Double iron dose. (B)(6) 2004: (B)(6). Office note. Presents for follow-up. No longer having any light-headedness, nausea, vomiting, or any further melena. Abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly. Assessment/plan: acute gi bleed; resolved, history of anemia, relative hypotension. Continue iron. (B)(6) 2006: (B)(6). Office note. Has been having difficulties with stomach discomfort. Eating seems to make it worse. Has had some loose stools as well. Exam: abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly. Assessment/plan: abdominal discomfort; epigastrium. CT scan of abdomen/pelvis 07/19/06. (B)(6) 2006: (B)(6). Radiology - CT abdomen/pelvis. Impression: large hiatal hernia containing most of the stomach. Prior cholecystectomy. Minimal sigmoid diverticulosis without active diverticulitis. Small umbilical hernia, fat containing without bowel within. (B)(6) 2007: (B)(6). Radiology - chest x-ray. History: shortness of breath. Impression: large hiatal hernia. Mild cardiomegaly. Mild linear atelectasis or fibrosis within the lung bases. Records between (B)(6) 2007 and (B)(6) 2010 were not provided. (B)(6) 2010: (B)(6). Office note. Nausea, vomiting, diarrhea x 4 days. Also complains of generalized abdominal tenderness. Denies fever, chills, back pain. Past medical history: gastroesophageal reflux disease, rheumatoid arthritis, osteopenia. Past surgical history: total abdominal hysterectomy/bilateral salpingo-oophorectomy, cholecystectomy. Social history: never smoked, no alcohol use. Weight: 176 pounds. Exam: abdominal pain, aching, 8/10 intensity. Abdomen soft, nondistended. Faint bowel sounds throughout. Mild diffuse tenderness throughout. No obvious rebound or guarding. Impression/recommendations: abdominal pain, generalized. Nexium, cipro. (B)(6) 2010: (B)(6). Radiology - CT abdomen/pelvis. Reason: generalized abdominal pain for one week, diarrhea. Impression: large hiatal hernia. Since the previous examination, there has been extension of the splenic flexure of the colon into the hiatal hernia. The first slice does not include the top of the splenic flexure and it is somewhat limited in evaluation due to lack of seeing the top aspect of the splenic flexure. At this time no definitive obstructive changes are identified. It is indeterminate thought whether or not this may be contributed to patient¿s complaint and would have to be correlated clinically. Previous hysterectomy, cholecystectomy, and by history appendectomy. Fatty infiltration of the liver with some stable hepatic cysts. (B)(6) 2010: (B)(6). Office note. Presents in follow-up of her CT scan. I did review the findings with her. Primary complaint now is just nausea which she believes is due to the medications, so I have asked her to discontinue this. Denies fever, chilling, back pain. No longer having diarrhea. Described her pain as being mild and diffuse throughout the abdomen. Abdomen: some mild diffuse tenderness, no rebound or guarding, no flank pain. Assessment/plan: persistent abdomen discomfort. Discontinue antibiotics, avoid dairy. (B)(6) 2010: (B)(6). Lab. Wbc 17.07 h (4.00-11.00). Records between (B)(6) 2010 and (B)(6) 2013 were not provided. (B)(6) 2013: (B)(6). Office note. Complains of esophageal problems x 2-3 months. States ¿it feels like there are bubbles coming up¿, also complains of dysphagia and feels as if her food is getting stuck in her throat. Has a history of hiatal hernia and having her throat stretched in the past. Past surgical history: pacemaker 03/2011. Exam: abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly. Weight 183 pounds, bmi 29.64. Meds: pradaxa, methotrexate. Plan: gi consult for colonoscopy. (B)(6) 2013: (B)(6). I did upper endoscopy on ms. Rex (B)(6) 20 2013. She has a history of a hiatal hernia. Recently she has been having vague fullness in her epigastric and retrosternal area with some questionable dysphagia. Endoscopy is done for evaluation. At endoscopy I did not see any esophagitis or esophageal infection. She had a mild stricture. She again had a very large hiatal hernia. Only the antrum appeared to be below the diaphragm. I dilated her to 18mm. I reviewed my findings with the patient. We will observe her response to dilatation. I am suspicious the large hiatal hernia is causing some of her symptoms. I suggested she might want to consider surgical repair. (B)(6) 2013: (B)(6). Procedure report. Upper endoscopy. Reason: dysphagia, unspecified. Findings: the scj [squamocolumnar mucosal junction] was present at 30 cm with the diaphragm at 40 cm. There was a modest stricture at the scj [squamocolumnar mucosal junction]. No inflammation or infection was evident. Other [sic] the antrum of the stomach appeared to be below the diaphragm. The duodenum was examined and no abnormalities were seen. Endoscopic diagnosis: esophageal stricture. Hiatus hernia. Therapeutic procedure performed: bougie dilation; start size 16mm, end size 18 mm. Discharge arrangements: return to referring physician. Consider surgical repair of large hiatal hernia. (B)(6) 2013: (B)(6). Procedure report. Colonoscopy. Reason: screening. Findings: in the ileum, no abnormalities were seen. In the rectum, a sessile polyp was seen. The polyp was completely excised by cold snare polypectomy. A few internal hemorrhoids were seen on retroflex view. Therapeutic procedure performed: polypectomy. Discharge arrangements: return to referring physician, dr. With notify of pathology results. (B)(6) 2013: (B)(6). Telephone encounter. Initial intake; caller patient. Concerns/comments: patient was referred to dr. Mark about 2 ½ months ago. She had an endoscopy and was told that she had a large hiatal hernia- roughly 40% was in her ¿chest cavity¿. She was referred to dr. Stephenson in indy and had a few more tests with him. Last week she was informed that it is now 90% of her stomach. She can¿t get back into dr. Stephenson until sept 30th. She is concerned about the severity. She does have dysphagia and sob [shortness of breath]. Questioning if jsh [jeffrey s. Howe, md] feels she should continue with dr. Stephenson or go to the cleveland clinic or mayo? Response by jeffrey howe, md: I would stay with iu because probably won¿t be any faster at the others. I would have her continue to call them to see if can get in sooner. (B)(6) 2013: (B)(6). Procedure report. Procedure: esophageal motility. Indication: evaluation of chronic reflux. The patient is noted to have a large hiatal hernia with most of her stomach above the diaphragm down to the distal esophageal stricture. Impression: essentially normal esophageal motility with normal primary peristalsis and only rare tertiary wave. (B)(6) 2014: (B)(6). Office note. Severe diarrhea. It started months ago after a hiatal hernia repair. It has gotten worse over the last couple of weeks. There has not been any blood in stool. Trying to stay hydrated but feels fatigued all the time. Eating seems to make everything worse. Probiotics haven¿t been helpful. Mild left upper quadrant discomfort unrelated to meals. Exam: abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly. Weight 164.2 pounds, bmi 26.60. Impression/recommendations: diarrhea; stool studies to rule out infections causes. It all worsened after her surgery in indy, so I suppose she could be dumping somehow. Will await results. (B)(6) 2014: (B)(6). Lab. Stool lactoferrin qualitative: positive (abnormal). (B)(6) 2016: (B)(6). Radiology - CT abdomen/pelvis. Indication: abdominal pain. Pertinent history: left upper and bilateral lower abdomen pain for 5 days. Impression: mildly prominent fluid within the proximal colon and several small bowel loops suggesting possible enterocolitis but without wall thickening or fat stranding to further suggest inflammation. Clinical correlation is recommended. Small left pleural effusion or uncertain etiology with mild bilateral atelectasis. Stable hypodense hepatic and renal lesions probably cysts. Postoperative changes of prior left diaphragmatic hernia repair new compared to 10/08/10. Small hiatal hernia. Cholecystectomy and apparent hysterectomy with bilateral nephrectomy [sic]. (B)(6) 2016: (B)(6). Office note. Pain in left lower rib area, went to ER for same symptom. History of present illness: ER follow up for abdominal pain- told she has diverticulitis and placed on levaquin and flagyl. Slowly improving but still having pain. No fever or chills, no diarrhea. Exam: abdomen with mild tender to palpation just under left breast as well as left lower quadrant, positive bowel sounds, no rebound, no guarding, no mass. Assessment/plan: abdominal pain; left upper and left lower quadrant status post fall. Add tramadol for pain control. Encouraged to give the antibiotics time to work. (B)(6) 2016: (B)(6). Office note. Continued right sided pain. History of present illness: cough, chest congestion, pleuritic chest pain on the left. No fevers, no chills, no shortness of breath. Exam: weight 75 kg, bmi 25.95. Scattered course breath sounds bilaterally. Abdomen soft, nondistended. Assessment/plan: cough; plain films reveal left pleural effusion. Repeat chest x-ray in one week. If no better proceed to CT chest. (B)(6) 2016: (B)(6). Radiology - CT chest. Indication: community acquired pneumonia. Impression: postsurgical changes along the left hemidiaphragm from previous hernia repair with moderate size hiatal hernia redemonstrated. Atelectasis or scarring in the lingula and left lower lobe decreased since prior study. N [sic] focal consolidative opacity identified. (B)(6) 2017: (B)(6). Procedure report. Upper endoscopy. Reason: dysphagia, pharyngoesophageal phase; early satiety. Findings: at the esophageal cardia, surgical changes present. Patient had an anti-reflux procedure done. Suture material was visible. A hiatal hernia was present. The hiatal narrowing was 40 cm from the teeth. The gastroesophageal junction (upper level of gastric folds) was 35 cm from the incisors. In the whole stomach, a large amount of retained food present. The duodenum was examined and no abnormalities were seen. Endoscopic diagnosis: previous esophageal surgery, hiatal hernia, gastric retention. Discharge arrangements: gerd [gastroesophageal reflux disease] patient instructions, begin low fat diet, avoid foods that need a knife to eat, barium esophagram scheduled. (B)(6) 2017: (B)(6). Radiology - barium esophagram. History: dysphagia, hiatal hernia repair 3 years ago. Recurrence of symptoms. Impression: recurrent hiatal hernia. Wrap appears likely to be intact and likely at the level of the diaphragm. Gastroesophageal reflux is noted. (B)(6) 2017: (B)(6). Office note. Complains of weakness, fatigue, body aches for a few months. Doing physical therapy. Advised that she has scar tissue that is most likely causing her pain. Having upper left quadrant pain. Pain comes and goes, is very sharp. Has hernia repair in march. Patient does see a pain specialist who advised her to see gi. She refused gi in indianapolis. Exam: wt 61.8 kg, bmi 21.38. Tender left lower quadrant. Assessment/plan: body aches, fatigue. Left upper quadrant pain; will get CT of abdomen and pelvis. (B)(6) 2017: (B)(6). Consultation. Presents from elkhart general hospital due to complaints of abdominal pain. Underwent a laparoscopic hernia repair, diaphragmatic approximately 3 years ago. In 03/2017, the patient was having ongoing symptoms and was re-evaluated by general surgery with evidence of complications related to mesh placement from her previous surgical repair. Underwent mesh removal and surgical repair in 03/2017. States since that time she has had ongoing left-sided abdominal pain and pain along an incision in her left abdomen. Had consulted her surgeon in the past and had been indicated that she needed to undergo physical therapy to help with re-strengthening muscles. Additionally, she was seen by a pain specialist approximately 5 days ago, where she underwent an injection into the incision site. She states no significant change in her pain level. Was seen by her primary care provider approximately 3 days ago where she had blood work and they were working to obtain a CT scan of her abdomen. Was told that her bloodwork was abnormal and they wanted to repeat in a couple of days. There was a delay in getting CT scan so the patient was seen in the emergency room. Does report she has been having intermittent chills and sweats for the past 4 weeks. Reports an 8 pound weight loss related to some diarrhea associated with her abdominal pain. At an outside emergency room was found to have an elevated white blood cell count at 19,400. CT scan of her abdomen revealed a 6.3 cm subdiaphragmatic fluid collection in addition to a 13.4 cm left upper quadrant multilocular abscess with suspected foreign body. General surgery was consulted. The patient was transferred for further evaluation and management. Hospitalist service was asked to consult on chronic medical management. Past medical history: chronic atrial fibrillation, hypertension, syncope, rheumatoid arthritis, gastroesophageal reflux disease, hiatal hernia status post repair, squamous cell cancer removal left face. Past surgical history: paraesophageal hernia repaired in 09/2013, cholecystectomy, appendectomy, hysterectomy, pacemaker placement, left face squamous cell cancer removal. Social history: denies history of tobacco use, illicit drug use. Reports rare alcohol use. Review of systems: reports subjective fevers, chills over the past 4 weeks, reports an 8-10 pound weight loss. Reports left upper quadrant abdominal pain for the past 5 months, occasional nausea without vomiting, ongoing diarrhea since the time of presentation. Exam: abdomen soft, mildly tender across the upper abdomen and to the left flank. Nondistended, with normal bowel sounds. Assessment/plan: abdominal abscess; possible that there are 2 separate locations with abscess fluid collection. Admitted under general surgery. Started on zosyn for management. Will likely need drainage of fluid collection. Leukocytosis secondary to #1; again, was started on zosyn. Thrombocytosis; likely reactive due to ongoing infection and inflammatory markers. Rheumatoid arthritis; hold methotrexate. (B)(6) 2017: (B)(6). Office note. Here for follow up from admission/discharge from egh and iu north. Seen (B)(6) 2017 at egh then transferred to iu (B)(6) 2017. Had surgery (B)(6) 2017. Discharged (B)(6) 2017. Diagnosed with subphrenic abscess. Treated with augmentin on discharge. Feeling better. Complains of persistent diarrhea for several years; antidiarrheals haven¿t helped, imodium not effective. Diarrhea worse during times of stress. Problem list: abdominal pain, atrial fibrillation, diverticula of colon, diverticulitis, history of colonic polyps, pacemaker, tachycardia-bradycardia syndrome, hiatal hernia. Exam: weight 60 kg, bmi 20.76. Assessment/plan: abscess, subphrenic; resolved, finish course of augmentin. Follow up appt with dr. Stevens. Chronic diarrhea; this could be from having her gallbladder removed, start questran lite. (B)(6) 2018: (B)(6). Radiology - CT abdomen/pelvis. Indication: generalized abdominal pain. Comparison: (B)(6) 20 2017. Impression: interval resolution of previously seen abscess left upper quadrant. No residual fluid collection identified on today¿s examination. Stable appearance of intrauterine [sic] extrahepatic biliary ductal dilatation patient status post cholecystectomy. Simple renal and hepatic cysts without interval change. No evidence of bowel dilatation to suggest obstruction. (B)(6) 2018: (B)(6). Message to nurse. (B)(6) 2018: white blood cell count 12.23 h (4.00-11.00). Wbc minimally elevated. I¿d have her see whomever she sees for gi. (B)(6) 2018: (B)(6). Office note. Stomach pain. Prior nissen fundoplication. Complications occurred in (B)(6) 2017 where mesh had to be removed from previous surgical site, with subsequent complications of abscess formation. Last surgery was in (B)(6) 2017. Had been doing well up until about three weeks ago. Reports she developed severe pain to the upper abdominal region which radiated around both lateral sides to the upper back. Pain is described as severe with a tingling sensation. No nausea or vomiting, appetite was unchanged. Underwent a cat scan on october 22 which was unremarkable and demonstrated resolution of previously seen abscess in the left upper quadrant and stable appearance of intrahepatic/extrahepatic biliary ductal dilation. No evidence of bowel obstruction. Reports she felt she was having problems of inflamed stomach. Has a tendency to eat quite a bit of italian and mexican food. Made dietary changes and began to take pepcid twice per day versus once. With these measurements she reports she is feeling better but continues to have upper abdominal pain. Also reports history of quite a bit of abdominal gas and diarrhea. Denies black, tarry stools. Past medical history: dysphagia, epigastric pain, colonic polyps, reflux esophagitis. Exam: weight 162.3, bmi 26.60. Gastrointestinal: soft, non-distended, generalized tenderness to mid and upper quadrants, no masses or bruits, non-palpable liver and spleen, bowel sounds are active. Impression/plan: epigastric pain, altered bowel habits. Continue elimination of spicy acidic foods. Upper endoscopy to evaluate. Patient has concerns about upper endoscopy due to past surgery. She believes she may have had a revision of the esophagus. I will talk with dr. Manbeck about this and if he is in disagreement with the plan, I will let her know. (B)(6) 2018: (B)(6). Procedure report. Upper endoscopy. Reason: epigastric pain. Findings: at the esophageal cardia, a hiatal hernia was present. The hiatal narrowing was 39 cm from the teeth. The gastroesophageal junction (upper level of gastric folds) was 35 cm from the incisors. In the whole esophagus, esophagitis was present. This was biopsied. In the gastric cardia, there was evidence of prior anti-reflux surgery. Suture material was visible. In the gastric body, a small amount of retained food was present. The duodenum was examined and no abnormalities were seen. Endoscopic diagnoses: hiatal hernia, unspecified esophagitis, previous gastric surgery, gastric retention. Therapeutic procedures: biopsy; lower third esophagus. Discharge arrangements: will notify of pathology results. Begin low fat diet. (B)(6) 2019: (B)(6). Office note. History of present illness: nausea, diarrhea; 4 days, constant. Reports decreased appetite. No blood in stools, abdominal pain, fever, chills. Had mesh surgery in indianapolis & was prescribed prilosec; has not been helping. Still has a lot of heartburn, indigestion. Exam: weight 71 kg, bmi 24.57. Abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly, no masses. Assessment/plan: acute gastroenteritis; avoid dairy, lomotil for diarrhea. Gastroesophageal reflux disease; discontinue prilosec, start protonix. Records after (B)(6) 2019 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010 were not provided. (B)(6) 2010: [missing records: records for CT abdomen were not provided.]. (B)(6) 2013: (B)(6) hosp. (B)(6), md. History and physical. Cc: large hiatal hernia. Hpi: primary symptom is worsening shortness of breath and dyspnea on exertion. Impression: large hiatal hernia, shortness of breath. Plan: upper gi xray to determine whether or not there is a component of gastric volvulus. Esophageal manometry will be undertaken to evaluate the peristalsis within the body of the esophagus. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Radiology- upper gi air contrast. Impression: large hiatal hernia with 90% of the stomach above the diaphragm. Overall this has not changed significantly since an earlier CT abdomen study dated (B)(6) 2010. (B)(6) 2013: (B)(6) hosp. (B)(6) md. History and physical. Cc: large hiatal hernia. Hpi: has had a large history of gerd since at least the year 2000 and a large hiatal hernia since at least 2006. A 2month history of increasing symptoms. Her primary symptoms is worsening shortness of breath and dyspnea on exertion. Impression/plan: paraesophageal hernia with partial volvulus seen on recent pfts pulmonary consultation pending. Shortness of breath with changes suggestive of obstructive lung disease. We would plan to undertake patch reinforcement of the hiatus and a nissen fundoplication to pex or anchor the stomach within the abdomen. Records between (B)(6) 2013 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6) md. Office notes. Cc: recurrent paraesophageal hernia. Hpi: presents now with a recurrent, symptomatic peh. 1 year hx of recurrent gerd and a 6 month history of early satiety and postprandial upper abdominal pain. She also notes a 25 lb progressive and continuing weight loss over the last 6 months. She reports that an egd done about 4 weeks ago confirmed a recurrent hiatal hernia as well as gastric retention. An ugi from 1/25/17 also confirms a recurrent hiatal hernia and gerd although the wrap appears intact at the level of the diaphragm. Impression/plan: diagnosis: hernia, paraesopageal. The patient was advised that he is indeed a candidate for repair lap hiatal repair given the severity of her symptoms. (B)(6) 2017: (B)(6). Labs. Wbc 12.21h (4.0-11.0). (B)(6) 2017: (B)(6) np. Telephone encounter. Pt s/p complex redo repair of peh with collis and removal of eroded mesh (B)(6) 2017. C/o pain around the luq trocar site after starting pt. Advised patient that this is likely acute muscle strain and that she may want to talk to her therapist of pcp about having therapist do some deep tissue massage around this site. Patient reports that she will resume her exercises. (B)(6) 2017: (B)(6) np. Telephone encounter. Patient called in c/o pain around luq trocar site feels like ¿lightening going around towards her back¿. Has this 8-9 times a day and unable to identify any precipitating factors. Completed outpatient pt and is doing a home exercise program. Denies any bulging at like [sic], but reports soreness and numbness at this trocar site. Reports she is still having diarrhea. (B)(6) 2017: (B)(6) np. Progress notes. Hpi: s/p laparoscopic drainage of left subphrenic abscess. Impression/plan: incisions healing without evidence of infection. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Health effect impact code: f1903: device explantation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6) 1998 through (B)(6) 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from (B)(6) 2014 through (B)(6)2016 were not provided. Patient information: medical history: ¿ gastroesophageal reflux disease [gerd], ¿ diverticulosis, ¿ hepatitis b, ¿ hiatal hernia; ¿very large¿, ¿ severe av node conduction disease, ¿ rheumatoid arthritis with methotrexate use. Prior surgical procedures: ¿ (B)(6)1990: total abdominal hysterectomy, bilateral salpingo-oophorectomy. ¿ (B)(6) 1998: laparoscopic cholecystectomy. ¿ (B)(6) 2011: pacemaker insertion. Relevant medical information: (B)(6) 2004: ¿suspect the patient¿s bleeding was from the hiatal hernia. If the bleeding would continue, would consider operative repair of this. However, for now I think we can just treat with iron and proton pump inhibitor. The patient is to call me if she has further melena. Will go ahead and given [sic] parenteral iron to boost up her blood count.¿ (B)(6) 2006: CT abdomen/pelvis: ¿large hiatal hernia containing most of the stomach. Prior cholecystectomy. Minimal sigmoid diverticulosis without active diverticulitis. Small umbilical hernia, fat containing without bowel within.¿ (B)(6) 2010: CT abdomen/pelvis: ¿large hiatal hernia. Since the previous examination, there has been extension of the splenic flexure of the colon into the hiatal hernia. The first slice does not include the top of the splenic flexure and it is somewhat limited in evaluation due to lack of seeing the top aspect of the splenic flexure. At this time no definitive obstructive changes are identified. It is indeterminate thought whether or not this may be contributed to patient¿s complaint and would have to be correlated clinically.¿ implant preoperative complaints: (B)(6) 2013: ¿complains of esophageal problems x 2-3 months. States ¿it feels like there are bubbles coming up¿, also complains of dysphagia and feels as if her food is getting stuck in her throat. Has a history of hiatal hernia and having her throat stretched in the past.¿ ¿ (B)(6) 2013: ¿I did upper endoscopy on [the patient] (B)(6) 2013. She has a history of a hiatal hernia. Recently she has been having vague fullness in her epigastric and retrosternal area with some questionable dysphagia. Endoscopy is done for evaluation. At endoscopy I did not see any esophagitis or esophageal infection. She had a mild stricture. She again had a very large hiatal hernia. Only the antrum appeared to be below the diaphragm. I dilated her to 18mm. I reviewed my findings with the patient. We will observe her response to dilatation. I am suspicious the large hiatal hernia is causing some of her symptoms. I suggested she might want to consider surgical repair.¿ ¿ (B)(6) 2013: ¿large hiatal hernia, shortness of breath.¿ ¿ (B)(6) 2013: x-ray abdomen: ¿large hiatal hernia with 90% of the stomach above the diaphragm. Overall this has not changed significantly since an earlier CT abdomen study dated (B)(6) 2010.¿ ¿ (B)(6) 2013: ¿has had a large history of gerd since at least the year 2000 and a large hiatal hernia since at least 2006. A 2 month history of increasing symptoms. Her primary symptoms is [sic] worsening shortness of breath and dyspnea on exertion. Impression/plan: paraesophageal hernia with partial volvulus seen on recent pfts [pulmonary function test] pulmonary consultation pending. Shortness of breath with changes suggestive of obstructive lung disease. We would plan to undertake patch reinforcement of the hiatus and a nissen fundoplication to pex or anchor the stomach within the abdomen.¿ implant procedure: laparoscopic repair of paraesophageal hernia with polytetrafluoroethylene patch reinforcement of the hiatus, and nissen fundoplication. Implant: gore® dualmesh® plus biomaterial ((B)(6)) 10 x 15 cm, oval. Implant date: (B)(6) 2013 ¿ description of hernia being treated: ¿insertion of the laparoscope revealed no evidence of visceral nor vascular perforation at the trocar entry site. Further inspection confirmed the presence of a large type 3 paraesophageal hernia containing approximately 90% of the stomach. There was partial volvulus but no evidence of ischemia. The remainder of the initial diagnostic laparoscopy revealed no other significant pathology. The left lateral segment of the liver was elevated with a 5 mm triangular retractor. The gastrohepatic ligament was divided over the caudate lobe of the liver using the harmonic scalpel. The incision in the gastrohepatic ligament was continued cephalad until the diaphragm was reached. The thickened peritoneum along the anterior portion of the hiatus was then incised. The right crus of the diaphragm was identified and dissected from anterior to posterior. Once the junction of the right and left crura was seen, the left crus was then dissected from posterior to anterior. After this initial circumferential dissection of the hiatus had been completed, the dissection then proceeded into the mediastinum with gradual, circumferential mobilization of the herniated stomach and distal esophagus from the hernia sac. The hiatal hernia was completely reduced. Approximately a 4 cm length of intra-abdominal esophagus was achieved without tension. It should be noted that throughout this dissection care was taken to avoid injury to the esophagus and associated vagus nerves. The hiatal hernia defect was now repaired by approximating the crura of the diaphragm posterior to the esophagus with interrupted suture of 2-0 ethibond. Large bites of the diaphragmatic crura were taken in an effort to minimize the risk of recurrent herniation. In addition, these sutures were reinforced with teflon pledgets. However, care was taken to assure that the esophagus would still accommodate a transorally placed 56-french dilator to assure that the hiatal closure was not too tight.¿ implant size and fixation: ¿the primary closure of the hiatus was now reinforced with a ptfe onlay patch. A gore-tex corduroy dualmesh plus patch measuring 10 x 15 cm was chosen. A large "v" was cut into the patch to accommodate the esophagus. The patch was positioned with the roughened surface facing the overlying diaphragm while the smoother surface faced the underlying peritoneum. The patch was anchored to the diaphragm on either side of the hiatus with a combination of interrupted 2-0 ethibond sutures and titanium tacks. Again, care was taken to assure that the esophagus would still accommodate a transorally placed 56-french dilator. A nissen fundoplication was now formed. The upper short gastric vessels were taken down. This allowed creation of a tension-free wrap over the 56-french dilator. The posterior aspect of the fundus was brought through the retroesophageal window. A 360-degree nissen-type wrap was then formed over the lower body of the esophagus using full-thickness gastric sutures of 2-0 ethibond. Care was taken to avoid placing sutures into the esophageal wall. To further secure the stomach within the abdomen, the posterior aspect of the fundic wrap on either side was sutured to the adjacent diaphragm with additional interrupted 2-0 ethibond sutures. The dilator was withdrawn. An ng tube was guided into the body of the stomach under laparoscopic visual control. A final inspection was undertaken to confirm that hemostasis was adequate. The operative field was also inspected to confirm that there was no evidence of injury to the adjacent viscera.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2013: ¿incisions look great-healing without evidence infection. Dysphagia-instructed not to use gummy vitamins because they may get stuck.¿ ¿ (B)(6)2013: ¿talked with patient today. Fell on right side in garden earlier in week. Still has tenderness left upper quadrant incision.¿ ¿ (B)(6) 2014: ¿severe diarrhea. It started months ago after a hiatal hernia repair. It has gotten worse over the last couple of weeks. There has not been any blood in stool. Trying to stay hydrated but feels fatigued all the time. Eating seems to make everything worse. Probiotics haven¿t been helpful. Mild left upper quadrant discomfort unrelated to meals. Exam: abdomen soft, nontender, nondistended, positive bowel sounds, no hepatosplenomegaly. Weight 164.2 pounds, bmi 26.60. Impression/recommendations: diarrhea; stool studies to rule out infections causes. It all worsened after her surgery in indy, so I suppose she could be dumping somehow.¿ ¿ (B)(6) 2014: ¿stool lactoferrin qualitative: positive (abnormal).¿ ¿ (B)(6) 2016 : CT abdomen/pelvis: ¿mildly prominent fluid within the proximal colon and several small bowel loops suggesting possible enterocolitis but without wall thickening or fat stranding to further suggest inflammation. Clinical correlation is recommended. Small left pleural effusion or uncertain etiology with mild bilateral atelectasis. Stable hypodense hepatic and renal lesions probably cysts. Postoperative changes of prior left diaphragmatic hernia repair new compared to (B)(6) 2010. Small hiatal hernia. Cholecystectomy and apparent hysterectomy with bilateral nephrectomy [sic].¿ ¿ (B)(6)2016: ¿ER follow up for abdominal pain- told she has diverticulitis and placed on levaquin and flagyl. Slowly improving but still having pain. No fever or chills, no diarrhea. Exam: abdomen with mild tender to palpation just under left breast as well as left lower quadrant, positive bowel sounds, no rebound, no guarding, no mass. Assessment/plan: abdominal pain; left upper and left lower quadrant status post fall. Add tramadol for pain control. Encouraged to give the antibiotics time to work.¿ ¿ (B)(6) 2016: ¿continued right sided pain.¿ ¿abdomen soft, nondistended. Assessment/plan: cough; plain films reveal left pleural effusion.¿ ¿ (B)(6) 2016: CT chest: ¿postsurgical changes along the left hemidiaphragm from previous hernia repair with moderate size hiatal hernia redemonstrated. Atelectasis or scarring in the lingula and left lower lobe decreased since prior study.¿ ¿ (B)(6) 2017: upper endoscopy ­ ¿at the esophageal cardia, surgical changes present. Patient had an anti-reflux procedure done. Suture material was visible. A hiatal hernia was present. The hiatal narrowing was 40 cm from the teeth. The gastroesophageal junction (upper level of gastric folds) was 35 cm from the incisors. In the whole stomach, a large amount of retained food present. The duodenum was examined and no abnormalities were seen. Endoscopic diagnosis: previous esophageal surgery, hiatal hernia, gastric retention.¿ ¿ (B)(6) 2017: barium esophagram ­ ¿recurrent hiatal hernia. Wrap appears likely to be intact and likely at the level of the diaphragm.¿ explant preoperative complaints: (B)(6) 2017: ¿presents now with a recurrent, symptomatic peh [paraesophageal hernia]. 1 year hx of recurrent gerd and a 6 month hx [history] of early satiety and postprandial upper abdominal pain. She also notes a 25 lb progressive and continuing weight loss over the last 6 months. She reports that an egd [esophagogastroduodenoscopy] done about 4 weeks ago confirmed a recurrent hiatal hernia as well as gastric retention. An ugi [upper gastrointestinal] from (B)(6) 2017 also confirms a recurrent hiatal hernia and gerd although the wrap appears intact at the level of the diaphragm.¿ explant procedure: complex redo laparoscopic repair of recurrent hiatal hernia. Collis wedge gastrectomy. Excision of contaminated hiatal mesh. Explant date: (B)(6) 2017 ¿ ¿the abdomen was entered in the left upper quadrant slightly to the left of midline and 5-6 cm cephalad of the umbilicus using a 5 mm optical xcel trocar which was inserted under direct laparoscopic visual control. Insertion of the laparoscope revealed no evidence of visceral nor vascular perforation at the trocar entry site. Further inspection confirmed the presence of a moderate-sized hiatal hernia with dense parahiatal adhesions. The left lateral segment of the liver was elevated with a 5 mm triangular retractor. Dissection was begun on the right side, dividing the adhesions between the right crus of the diaphragm and the stomach with careful sharp dissection. Care was taken to avoid the use of energy sources when in close proximity to the esophagus or stomach. This dissection in the right crus proceeded posteriorly until the junction of the right and left crura was seen. The left crus was then approached similarly from anterior to posterior. Adhesions along the left crus were particularly dense. As the previously placed ptfe hiatal patch was uncovered, it was found to have tan purulent fluid overlying it, and it was also noted that the posterior portion of the fundus had eroded into this area. The patch was, thus, completely dissected free from the hiatus. The patch, all associated sutures, pledgets and tacks were removed to avoid allowing residual contamination to remain in place. A sample of purulent fluid from this area was sent for gram stain and culture. Through the hiatus, the dissection then proceeded into the mediastinum with gradual circumferential mobilization of the herniated stomach and distal esophagus. Again, this was undertaken with sharp dissection. Care was taken to avoid injury to the esophagus, stomach and the associated vagus nerves during this dissection. Esophageal dissection proceeded several centimeters cephalad into the mediastinum to allow full reduction of the hiatal hernia and achieve approximately a 4 cm length of intraabdominal esophagus. Even though satisfactory intraabdominal length of esophagus was achieved, it was felt that given the recurrent nature of the hiatal hernia that a collis gastroplasty would still be the most prudent course to minimize the risk of yet another recurrence. A 56-french dilator was then placed into the esophagus and the stomach. The dilator was pushed tightly against the lesser curve of the stomach. A wedge collis gastroplasty was then performed using a power endoscopic stapling device with thick gi cartridges. The initial staple line was approximately 8 cm below the angle of his and was placed perpendicular to the greater curve. Subsequent staple lines were parallel to the lesser curve and immediately adjacent to the dilator. This wedge collis gastroplasty included resection of the posterior fundus that had eroded into the patch. The hiatal hernia defect was now repaired by approximating the crura of the diaphragm posterior to the esophagus with interrupted 0 ethibond sutures, and 1 cm bites of the crura were taken on either side. An additional patch was not used given the previously described contamination. A toupet fundoplication was now undertaken. A 270-degree posterior intraabdominal wrap was constructed. Approximately a 3 cm wrap was formed. On either side, partial-thickness esophageal/nee-esophageal and full-thickness gastric bites were taken using 2-0 ethibond. The cephalad aspect of the fundic wrap and the posterior aspect of the fundic wrap on either side were sutured to the underlying diaphragm to pex or anchor the stomach within the abdomen. The staple line was leak tested following removal of the dilator by instilling air through the ng tube. No evidence of air bubble to suggest a leak was seen. In addition, laparoscopic visual inspection of the staple lines revealed them to be intact and secure. Final inspection was undertaken to confirm that hemostasis was adequate and to assure that there was no evidence of injury to the adjacent viscera. Closure was then begun. Bupivacaine 0.25% was instilled onto the diaphragm. The fascia at the 12 mm trocar site was closed with #1 polysorb using the carter-thomason suture passer after extraction of the fundus and the hiatal patch. Deep dermis at the 12 mm trocar site was closed with interrupted buried 3-0 pds. Skin at all sites was closed with subcuticular sutures of 4-0 monocryl.¿ relevant medical information: ¿ (B)(6) 2017: microbiology: ¿wound culture: mediastinal fluid. 1 + (few) streptococcus viridans group. Rare gram-positive cocci, rods, rare gram-negative rods. Anaerobe culture: mediastinal. 1 + (few) anaerobic gram-negative rods most closely resembles fusobacterium nucleatum.¿ ¿ (B)(6) 2017: pathology: ¿ and additionally labeled "hiatal hernia patch and fundus of stomach" and consists of an irregular portion of stomach as well as a portion of synthetic mesh material, received in a laparoscopic bag. The portion of stomach is 6.5 x 2. 7 x 2.5 cm. The portion of synthetic mesh material is 10.5 x 3 x up to 0.5 cm. There is minimal attached soft tissue to the mesh material.¿ ¿ (B)(6)2017: esophagram gastrografin ¿negative for leak.¿ ¿ (B)(6) 2017: ¿postop day #2. Leukocytosis: white blood count 24. Suspect due to intraop [intraoperative] decadron, surgical stress response.¿ ¿ (B)(6) 2017: ¿postop day #3. Leukocytosis: white blood count 26. Did get intraop decadron but persists, unknown origin, related to infected mesh.¿ ¿ (B)(6) 2017: discharge summary: ¿during surgery, it was noted there was erosion of previous hiatal mesh into the posterior fundus. There was a fluid accumulation around the mesh, was cultured and showed 1 (+) streptococcus viridans group and 1 (+) anaerobic gram-negative rods, most closely resembling fusobacterium nucleatum. Severe protein calorie malnutrition.¿ ¿ (B)(6) 2017: ¿abdominal exam: soft, non-tender, non-distended. Trocar sites well healed without abdominal wall cellulitis, seroma, or drainage. Impression & plan: looks good! Incisions healing without evidence of infection. Incisional pain as expected.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warns, ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11263506 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code 3233 - results pending completion of manufacturing evaluation. H6: conclusion code remains unchanged. Records prior to (B)(6) 2013 were not provided. Operative records dated (B)(6) 2013 indicate the patient underwent ¿laparoscopic repair of paraesophageal hernia with polytetrafluoroethylene patch reinforcement of the hiatus, and nissen fundoplication.¿ preoperative diagnosis ¿1. Paraesophageal hernia. 2. Gastroesophageal reflux disease.¿ postoperative diagnosis ¿1. Paraesophageal hernia. 2. Gastroesophageal reflux disease. 3. Large type 3 paraesophageal hernia containing approximately 90% of the stomach and exhibiting partial organoaxial volvulus, but without evidence of ischemia nor strangulation.¿ operative records dated (B)(6) 2013 state: ¿the patient is a 74-year-old female who presents with a paraesophageal hernia and associated gerd.¿ the records state: ¿the abdomen was entered using a 5 mm optical xcel trocar, which was placed cephalad and to the left of the umbilicus.¿ ¿insertion of the laparoscope revealed no evidence of visceral nor vascular perforation at the trocar entry site. Further inspection confirmed the presence of a large type 3 paraesophageal hernia containing approximately 90% of the stomach. There was partial volvulus but no evidence of ischemia. The remainder of the initial diagnostic laparoscopy revealed no other significant pathology.¿ operative records dated (B)(6) 2013 continue: ¿the left lateral segment of the liver was elevated with a 5 mm triangular retractor. The gastrohepatic ligament was divided over the caudate lobe of the liver using the harmonic scalpel. The incision in the gastrohepatic ligament was continued cephalad until the diaphragm was reached. The thickened peritoneum along the anterior portion of the hiatus was then incised.¿ operative records dated (B)(6) 2013 state: ¿the right crus of the diaphragm was identified and dissected from anterior to posterior. Once the junction of the right and left crura was seen, the left crus was then dissected from posterior to anterior. After this initial circumferential dissection of the hiatus had been completed, the dissection then proceeded into the mediastinum with gradual, circumferential mobilization of the herniated stomach and distal esophagus from the hernia sac. The hiatal hernia was completely reduced.¿ operative records dated (B)(6) 2013 state: ¿approximately a 4 cm length of intra-abdominal esophagus was achieved without tension. It should be noted that throughout this dissection care was taken to avoid injury to the esophagus and associated vagus nerves. The hiatal hernia defect was now repaired by approximating the crura of the diaphragm posterior to the esophagus with interrupted suture of 2-0 ethibond. Large bites of the diaphragmatic crura were taken in an effort to minimize the risk of recurrent herniation. In addition, these sutures were reinforced with teflon pledgets . However, care was taken to assure that the esophagus would still accommodate a transorally placed 56-french dilator to assure that the hiatal closure was not too tight.¿ operative records dated (B)(6) 2013 state: ¿the primary closure of the hiatus was now reinforced with a ptfe onlay patch. A gore-tex corduroy dualmesh plus patch measuring 10 x 15 cm was chosen. A large "v" was cut into the patch to accommodate the esophagus. The patch was positioned with the roughened surface facing the overlying diaphragm while the smoother surface faced the underlying peritoneum. The patch was anchored to the diaphragm on either side of the hiatus with a combination of interrupted 2-0 ethibond sutures and titanium tacks. Again, care was taken to assure that the esophagus would still accommodate a transorally placed 56-french dilator.¿ operative records dated (B)(6) 2013 state: ¿a nissen fundoplication was now formed. The upper short gastric vessels were taken down. This allowed creation of a tension-free wrap over the 56-french dilator. The posterior aspect of the fundus was brought through the retroesophageal window. A 360-degree nissen-type wrap was then formed over the lower body of the esophagus using full-thickness gastric sutures of 2-0 ethibond. Care was taken to avoid placing sutures into the esophageal wall.¿ operative records dated (B)(6) 2013 continue: ¿to further secure the stomach within the abdomen, the posterior aspect of the fundic wrap on either side was sutured to the adjacent diaphragm with additional interrupted 2-0 ethibond sutures. The dilator was withdrawn. An ng tube was guided into the body of the stomach under laparoscopic visual control. A final inspection was undertaken to confirm that hemostasis was adequate. The operative field was also inspected to confirm that there was no evidence of injury to the adjacent viscera.¿ operative records dated (B)(6) 2013 state: ¿the esophagus and stomach were closely inspected to assure that there were no serosal tears nor perforations. Closure was then begun. Then 0.5% was instilled onto the diaphragm. The fascia at the 12 mm trocar site was closed with #1 polysorb using the carter-thomason suture passer. The skin at all sites was closed with subcuticular sutures of 4-0 monocryl. All sites were circumferentially infiltrated with 0.25% marcaine with epinephrine. Indermil was applied at each site.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmc03/11263506) was used during the procedure . Records between (B)(6) 2013 and (B)(6) 2017 were not provided. Operative records dated (B)(6) 2017 indicate the patient underwent ¿1. Complex redo laparoscopic repair of recurrent hiatal hernia. 2. Collis wedge gastrectomy. 3. Excision of contaminated hiatal mesh.¿ preoperative diagnosis ¿recurrent paraesophageal hernia.¿ postoperative diagnosis ¿recurrent paraesophageal hernia with erosion of the previous hiatal mesh into the posterior fundus.¿ operative records dated (B)(6) 2017 state: ¿the patient is an adult female who presents with a symptomatic recurrent hiatal hernia. This recurrent paraesophageal hernia has developed despite previous repair which included primary repair of the hiatus, patch reinforcement of the hiatus and fundoplication to pex or anchor the stomach within the abdomen. The patient was, thus, advised preoperatively that she would likely require a collis wedge gastrectomy.¿ operative records dated (B)(6) 2017 state: ¿the abdomen was entered in the left upper quadrant slightly to the left of midline and 5-6 cm cephalad of the umbilicus using a 5 mm optical xcel trocar which was inserted under direct laparoscopic visual control.¿ the records state ¿insertion of the laparoscope revealed no evidence of visceral nor vascular perforation at the trocar entry site. Further inspection confirmed the presence of a moderate-sized hiatal hernia with dense parahiatal adhesions.¿ operative records dated (B)(6) 2017 continue: ¿the left lateral segment of the liver was elevated with a 5 mm triangular retractor. Dissection was begun on the right side, dividing the adhesions between the right crus of the diaphragm and the stomach with careful sharp dissection. Care was taken to avoid the use of energy sources when in close proximity to the esophagus or stomach. This dissection in the right crus proceeded posteriorly until the junction of the right and left crura was seen.¿ operative records dated (B)(6) 2017 state: ¿the left crus was then approached similarly from anterior to posterior. Adhesions along the left crus were particularly dense. As the previously placed ptfe hiatal patch was uncovered, it was found to have tan purulent fluid overlying it, and it was also noted that the posterior portion of the fundus had eroded into this area. The patch was, thus, completely dissected free from the hiatus. The patch, all associated sutures, pledgets and tacks were removed to avoid allowing residual contamination to remain in place . A sample of purulent fluid from this area was sent for gram stain and culture.¿ operative records dated (B)(6) 2017 state: ¿through the hiatus, the dissection then proceeded into the mediastinum with gradual circumferential mobilization of the herniated stomach and distal esophagus. Again, this was undertaken with sharp dissection. Care was taken to avoid injury to the esophagus, stomach and the associated vagus nerves during this dissection. Esophageal dissection proceeded several centimeters cephalad into the mediastinum to allow full reduction of the hiatal hernia and achieve approximately a 4 cm length of intraabdominal esophagus.¿ operative records dated (B)(6) 2017 continue: ¿even though satisfactory intraabdominal length of esophagus was achieved, it was felt that given the recurrent nature of the hiatal hernia that a collis gastroplasty would still be the most prudent course to minimize the risk of yet another recurrence. A 56-french dilator was then placed into the esophagus and the stomach. The dilator was pushed tightly against the lesser curve of the stomach. A wedge collis gastroplasty was then performed using a power endoscopic stapling device with thick gi cartridges.¿ operative records dated (B)(6) 2017 state: ¿the initial staple line was approximately 8 cm below the angle of his and was placed perpendicular to the greater curve. Subsequent staple lines were parallel to the lesser curve and immediately adjacent to the dilator. This wedge collis gastroplasty included resection of the posterior fundus that had eroded into the patch.¿ operative records dated (B)(6) 2017 also state: ¿the hiatal hernia defect was now repaired by approximating the crura of the diaphragm posterior to the esophagus with interrupted 0 ethibond sutures, and 1 cm bites of the crura were taken on either side. An additional patch was not used given the previously described contamination.¿ operative records dated (B)(6) 2017 state: ¿a toupet fundoplication was now undertaken. A 270-degree posterior intraabdominal wrap was constructed. Approximately a 3 cm wrap was formed. On either side, partial-thickness esophageal/nee-esophageal and full-thickness gastric bites were taken using 2-0 ethibond. The cephalad aspect of the fundic wrap and the posterior aspect of the fundic wrap on either side were sutured to the underlying diaphragm to pex or anchor the stomach within the abdomen. The staple line was leak tested following removal of the dilator by instilling air through the ng tube.¿ operative records dated (B)(6) 2017 state: ¿no evidence of air bubble to suggest a leak was seen. In addition, laparoscopic visual inspection of the staple lines revealed them to be intact and secure. Final inspection was undertaken to confirm that hemostasis was adequate and to assure that there was no evidence of injury to the adjacent viscera. Closure was then begun.¿ operative records dated (B)(6) 2017 state: ¿bupivacaine 0.25% was instilled onto the diaphragm. The fascia at the 12 mm trocar site was closed with #1 polysorb using the carter-thomason suture passer after extraction of the fundus and the hiatal patch. Deep dermis at the 12 mm trocar site was closed with interrupted buried 3-0 pds. Skin at all sites was closed with subcuticular sutures of 4-0 monocryl.¿ a pathology report dated (B)(6) 2017 for a specimen obtained (B)(6) 2017 states: ¿final pathologic diagnosis: stomach fundus and hiatal hernia sac, excision: acute and chronic inflammation and fibrosis of gastric tissue. Foreign body (synthetic mesh). No malignancy identified. Two lymph nodes present, both negative for metastatic tumor.¿ the pathology report dated (B)(6) 2017 states: ¿gross description: the specimen is received in a formalin container labeled with the patient's name...¿ ¿... And additionally labeled "hiatal hernia patch and fundus of stomach" and consists of an irregular portion of stomach as well as a portion of synthetic mesh material, received in a laparoscopic bag. The portion of stomach is 6.5 x 2. 7 x 2.5 cm. The portion of synthetic mesh material is 10.5 x 3 x up to 0.5 cm. There is minimal attached soft tissue to the mesh material. The external surface of the stomach is purple-tan to red-brown, markedly ragged with a defect near one end that has a greatest dimension of 1 cm. There is a staple line present that is not additionally designated. The mucosal surfaces are pink-tan to red-brown with some erythema and granularity surrounding the aforementioned transmural defect. There is some soft tissue at the periphery that contains a few lymph nodes up to 0.4 cm. Representative sections are submitted as follows: 1 transmural defect from stomach; 2 two possible lymph nodes from adjacent fibroadipose tissue.¿ interventional radiology records dated (B)(6) 2017 indicate the patient underwent ¿ultrasound guided left upper quadrant abscess drain placement.¿ indication: ¿78-year-old female status post complex redo hiatal hernia repair has had left upper quadrant pain. An outside CT shows a left upper quadrant fluid collection.¿ interventional radiology records dated (B)(6) 2017 state: ¿utilizing ultrasound guidance, an 18-gauge singlewall needle was advanced into the fluid collection. Purulent material was aspirated and a guidewire was placed. The needle was removed and the tract dilated to accept a 10 french locking drain. A small amount of contrast was administered which confirmed satisfactory position. The drain was secured to the skin surface and attached to gravity drainage.¿ a culture report for the (B)(6) 2017 procedure was not provided. Operative records dated (B)(6) 2017 indicates the patient underwent ¿diagnostic laparoscopy with drainage of abscess.¿ preoperative/postoperative diagnosis ¿left upper quadrant/left subphrenic abscess.¿ operative records dated (B)(6) 2017 states: ¿this is an elderly female who has previously undergone repair of a paraesophageal hernia. She subsequently developed infection of the patch requiring removal of the patch, reinforcing the hiatal repair, as well as a collis wedge gastrectomy/gastroplasty. She presents now with recurrent abscess in the left upper quadrant just below the diaphragm. Radiographic drain was placed for initial therapy. However, it should be noted that the outside imaging studies suggested retained foreign material within the abscess . She was thus taken to the operating room today for diagnostic laparoscopy and removal of that foreign material as well as further drainage of the abscess. Preoperatively, an upper gi x-ray study was undertaken to assure that there was no evidence of leak. None was seen.¿ operative records dated (B)(6) 2017 continue: ¿the abdomen was entered cephalad and to the left of the umbilicus with a 5 mm optical xcel trocar which was inserted under direct laparoscopic visual control.¿ the records state: ¿insertion of the laparoscope revealed no evidence of visceral or vascular perforation at the trocar entry site. Further inspection revealed omental adhesions concentrated in the left upper quadrant with dense adhesions to the diaphragm. There was no evidence of other pathology.¿ operative records dated (B)(6) 2017 state: ¿adhesions between the omentum and the left diaphragm were taken down and the abscess cavity entered. There was thick, gray, purulent fluid within the abscess cavity. Given that the fluid had recently been cultured, no additional cultures were undertaken at this time, but the remaining purulent fluid was suctioned from the abscess cavity.¿ operative records dated (B)(6) 2017 state: ¿the ir drain was removed and a larger 19-french blake drain placed through one of the trocar sites to provide more definitive drainage. In the base of the abscess, the patient was found to have approximately a 1 x 1 cm teflon pledget. Pledgets had been used to reinforce the hiatal sutures at the time of the paraesophageal hernia repair. This pledget was removed. No other foreign material was evident in the abscess cavity . The abscess was irrigated with antibiotic-containing saline.¿ operative records dated (B)(6) 2017 state: ¿the saline was suctioned from the abdomen. Final inspection was undertaken to confirm that hemostasis was adequate and to assure that there was no evidence of injury to the adjacent viscera. Closure was then begun. The drain was sewn in place at the skin level with 2-0 nylon. Co2 was evacuated from the trocars and the trocars were withdrawn. Skin at each trocar site was closed with a horizontal mattress suture of 4-0 nylon.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010; including records for appendectomy, cholecystectomy, hysterectomy were not provided. (B)(6) 2013: (B)(6) hospital. (B)(6), np. Office note. Postop follow up. Post reflux occurrence minimal. Reflux change better. Diet liquid. Swallowing difficulty mild. Gas, bloating, nausea mild. Surprised how weak and tired she is after minimal activity. Impression/plan: incisions look great-healing without evidence infection. Dysphagia-instructed not to use gummy vitamins because they may get stuck. (B)(6) 2013: (B)(6) hospital. (B)(6), np. Office note. Talked with patient today. Fell on right side in garden earlier in week. Still has tenderness left upper quadrant incision. (B)(6) 2014: (B)(6) hospital. (B)(6), np. Telephone encounter. Patient called complaining of loose stools 30 minutes after eating and increased flatus. Has taken imodium, developed constipation. Advised to try probiotic, simethicone. Will call next week with update. Records between (B)(6) 2014 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Immediate postop note. Procedure: laparoscopy, surgical, repair of paraesophageal hernia, includes fundoplasty, when performed; without implantation of mesh performed by (B)(6), md. Complex, redo operation. Laparoscopy, surgical, esophageal lengthening procedure (eg, collis gastroplasty or wedge gastroplasty) (list separately in addition to code for primary procedure performed by (B)(6), md. Removal of prosthetic material or mesh, abdominal wall for infection (eg, for chronic or recurrent mesh infection or necrotizing soft tissue infection) (list separately in addition to code for primary procedure). (Cpt4 11008) performed by (B)(6), md. Pre/postop diagnosis: hernia, paraesophageal (recurrent). Present in room: I was present for the entire procedure. Findings: ¿recurrent paraesophageal [sic] hernia with erosion of the previous mesh into the posterior stomach.¿ specimens & cultures: fundus of the stomach + hiatal mesh. Fluid from the mediastinum. Disposition: surgical path (#1), microbiology (#2). Patient condition: ¿stable.¿ did a puncture or laceration occur during the procedure: no, there was not a puncture or laceration during the procedure. Wound class: ¿clean-cont.¿ (B)(6) 2017: (B)(6) hospital. (B)(6) md. Progress note. B [bilateral] subcostal tap [transverse abdominis plane] block (see also anes record). Under us guidance, a 20 g touhy needle was inserted subcostally into the transverse abdominus plane. Us was used to visualize spread of the local anesthetic in that plane. The anatomic structures all appeared normal and there were no pathologic findings. A permanent image is recorded below. [2 us pictures, right and left.] (B)(6) 17: (B)(6) hospital. Microbiology. Wound culture: mediastinal fluid. 1 + (few) streptococcus viridans group. Rare gram-positive cocci, rods, rare gram-negative rods. Anaerobe culture: mediastinal. 1 + (few) anaerobic gram-negative rods most closely resembles fusobacterium nucleatum. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Fl esophagram gastrografin. Indication: postop collis gastroplasty, evaluate for leak. Technique: water-soluble contrast administered by mouth while standing in rpo and lpo positions to evaluate the fundoplication wrap. Impression: negative for leak. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Progress note. Gastrointestinal: abdominal pain, distention, tenderness. Impression/plan: postop day #2. Leukocytosis: white blood count 24. Suspect due to intraop decadron, surgical stress response. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Progress note. Impression/plan: postop day #3. Leukocytosis: white blood count 26. Did get intraop decadron but persists, unknown origin, ? Related to infected mesh. (B)(6) 2017: (B)(6) hospital. Nurse notes. Surgical puncture anterior abdomen, skin glue, crusted/scabbed, dry, intact. Left upper quadrant puncture sites red. (B)(6) 2017: (B)(6) hospital. Nurse notes. Surgical puncture anterior abdomen, skin glue, crusted/scabbed, dry, intact. Left and right upper quadrant puncture sites red. (B)(6) 17: (B)(6) hospital. (B)(6) , np. Progress note. Impression/plan: leukocytosis-trending down: white blood count 15.2. Discharge home today. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Discharge summary. Complications or infections: none. Being discharged home in improved condition. Instructed in post-fundoplication diet by dietitian. Discharge instructions: may shower. Does not need dressings on trocar site. Fitted with abdominal binder that she can apply over clothing to help with abdominal support and pain control. Hospital course: during surgery, it was noted there was erosion of previous hiatal mesh into the posterior fundus. There was a fluid accumulation around the mesh, was cultured and showed 1 (+) streptococcus viridans group and 1 (+) anaerobic gram-negative rods, most closely resembling fusobacterium nucleatum. Severe protein calorie malnutrition. Had 25-pound wt. Loss prior to surgery. Pre-albumin prior to surgery was 9. (B)(6) 2017: (B)(6) hospital. (B)(6), np. Discharge instructions. Activity: for laparoscopic surgery you may resume activity as tolerated without restriction. If you have been encouraged to wear an abdominal binder, apply over clothing to help with support, decrease pain. (B)(6) 2017: (B)(6) hospital. (B)(6), np. Office note. Reports mild reflux, no nausea. Denies dysphagia, reports early satiety. Fatigues with minimal activity. Having loose stools every time she eats. Notes she had loose stools since previous surgery for peh [paraesophageal hernia]. Denies lactose intolerance. Tolerating full liquids without any issues. Complains of pain around left upper quadrant trocar site 3/10, minimal use of narcotics, mainly at night. Denies fever, chills, sweats or redness/ drainage from incisions. Abdominal exam: soft, non-tender, non-distended. Trocar sites well healed without abdominal wall cellulitis, seroma, or drainage. Impression & plan: looks good! Incisions healing without evidence of infection. Incisional pain as expected. Encouraged as needed icing and begin weaning off narcotics. Reviewed diet progression to mechanical soft. Activity as tolerated without restriction. Encouraged patient to walk outside and can do light housework. Weight loss. Lost 4.6 lbs. Since day of surgery. Encouraged patient to continue with protein drinks in addition to mechanical soft diet. Loose stools. Patient on probiotic. Does not eat yogurt. Hopefully, expanding diet will add more fiber. Use imodium as needed. (B)(6) 2017: (B)(6) hospital. (B)(6), np. Telephone encounter. Patient called today stating she has ¿gas¿ after eating any type of food. On soft mechanical diet and slowly advancing. Asked about taking tums or pepcid to relieve gas. Also taking nexium. Denies eating gas producing foods. Reports decrease in loose stools since starting daily probiotic and is eating yogurt. Has not taken any simethicone. Advised that nexium, tums and antacids will not help with gas production. Reviewed that it is normal after procedure to have gas, bloating. Advised her to start simethicone or beano before she eats. Patient asked about stopping nexium. Reviewed egd [esophagogastroduodenoscopy] report and no barrett¿s, ulcers, or gastritis was found. Will stop nexium and advised to try pepcid. Reviewed diet. Informed her she is not eating enough protein. Discussed drinking at least one protein drink a day. Patient feels she is getting better, but it¿s a slow process. Reminded her she is on 4 weeks postop and it will take sever more weeks to months for gi tract to recover. (B)(6) 2017: (B)(6) hospital. (B)(6), np. History & physical. Saw dr. Frankia last week, had injection without improvement in left upper quadrant pain. Presented to (B)(6) ER last evening complaining of abdominal pain. Reported intermittent chills and sweats for past 4 weeks and an approximately 8 pound weight loss related to some diarrhea associated with abdominal pain. Evaluation at (B)(6) ER showed leukocytosis of 19.4 with left shift. Abdominal pelvic CT revealed a 6.3 cm subdiaphragmatic fluid collection in addition to a 13.4 cm left upper quadrant multilocular abscess with suspected foreign body. General surgery was consulted and patient transferred to iu north for further evaluation and management. In ER she denied fever, nausea, vomiting, decreased appetite, dysuria, hematuria, abdominal distention, rash or peripheral edema. Patient admitted, placed on npo and started on intravenous fluids and zosyn. This am patient reported that left upper abdominal pain felt like electric shock going through her. When asked where the pain is located she pointed to an area of her left hip/left lower quadrant. She denied nausea, vomiting, or pain this am. No sweats overnight. Voiding spontaneously without urinary symptoms. No diarrhea since she has not eaten. Plan: place percutaneous drain into abscess, send aspirated fluid for culture & sensitivity, continue antibiotics, esophagram in am to check for possible leak, and then diagnostic laparoscopy with washout on thursday afternoon. Weight 61.2 kg, bmi 21.8. Abdominal exam: soft, non-tender, non-distended. Trocar sites well healed without abdominal wall cellulitis, seroma, or drainage. 10 fr perc. Drain left upper quadrant-small amount serosanguineous drainage in drainage tube, no drainage in bag, tender at site of drain insertion. Labs: white blood cells 14.4, neutrophils 81%, neutrophils 11.6. Radiology: percutaneous drainage catheter placement. Impression: uneventful placement of 10 french locking drain within the left upper quadrant mid axillary line. Purulent material was aspirated and a portion was sent for culture & sensitivity. Impression & plan: subdiaphragmatic abscesses with possible retained unidentified foreign object. Continue npo, IV fluids and proton pump inhibitor. Continue zosyn while await culture report. Leukocytosis trending down since starting zosyn. Upper gi in am to rule out leak as cause of the abscess. Diagnostic laparoscopy with washout on (B)(6) 2017. As needed parenteral anti-emetics and narcotics. Dr. Stevens discussed that left side abdominal pain she has been having is most likely not related to abscess and encouraged patient to continue to see pain management as suspect patient having neuropathic pain. Continue to closely monitor. Encouraged patient to ambulate and do incentive spirometry every 2 hours while awake. [Missing records: records for (B)(6) ER visit for abdominal pain; CT with subdiaphragmatic fluid collection and abscess with foreign body; and records after transfer to iu north for further evaluation and management were not provided.] (B)(6) 2017: (B)(6) hospital. Microbiology. Procedure: body fluid culture & stain. Source: other. Body site: abscess. Accession: 17-241-09976. Final report: 2(+) (moderate) streptococcus viridans group. 3(+) (many) fusobacterium species. 2(+) (moderate) campylobacter species. Stains: 2(+) (moderate) gram positive cocci. 3(+) (many) white blood cells. 2(+) (moderate) red blood cells. (B)(6) 2017: (B)(6) hospital. (B)(6), md. Immediate postop note. Did a puncture or laceration occur during the procedure? No. Wound class: contaminated. Was there an infection patos (present at time of surgery)? Yes. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Progress note. Rheumatoid arthritis: no acute of acute flare. Holding methotrexate. Resume when no longer infected and when safe from post-op standpoint. (B)(6) 2017: (B)(6) hospital. (B)(6), np. Discharge summary. Date of admission: (B)(6) 2017. Complications or infections during hospitalization: none. Operative procedures: on (B)(6) 2017, ultrasound-guided left upper quadrant drainage of the left subphrenic abscess with placement of a 10-french locking drain. (B)(6) 2017, diagnostic laparoscopy with drainage of left subphrenic abscess. Discharge disposition: home. Discharge instructions: may shower. Dressing changes over drain sites. Advised to call office if fever over 101.5. Follow up appointment (B)(6) 2017. Activity as tolerated. History of present illness: status post re-do laparoscopic repair of recurrent hiatal hernia and removal of infected mesh in collis wedge gastrectomy on (B)(6) 2017. Doing well until (B)(6) 2017, when she called and reported she was having back and left-sided abdominal pain. Continued to have issues with left upper quadrant pain went to (B)(6) emergency room on (B)(6) 17. Reported intermittent chills and sweats for the past 4 weeks and approximate 8 pound weight loss related to some diarrhea associated with her abdominal pain. Evaluation revealed leukocytosis of 19.4 with a left shift. CT showed small left pleural effusion, left basilar submental atelectasis and trace right pleural effusion. Abdominopelvic CT revealed a 6.3 cm subdiaphragmatic fluid collection in addition to a 13.4 cm left upper quadrant multilocular abscess with suspected foreign body. Based on this, patient was transferred to the iu health north under our care. Hospital course: left subphrenic abscess. Fluid grew streptococcus viridans and fusiform bacteria. Patient also underwent esophagram on (B)(6) 2017, and did not show any leak, and the hiatal hernia repair gastroplasty was read out as a normal intact appearance and no delay in emptying of the distal esophagus. Taken to surgery for diagnostic laparoscopy with drainage of left subphrenic abscess and placement of 19-fench blake drain. Sutures have been removed from the trocar sites prior to discharge. Incision sites are clean, dry, and intact without evidence of infection. Obtained consultation from dietician for pre-albumin of 5, which was lower than patient¿s pre-albumin of 9 on (B)(6) 2017. History of rheumatoid arthritis, held methotrexate. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic paraesophageal hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: erosion of mesh, mesh removal and additional surgery. Additional event specific information was not provided.